Manufacturer narrative:
H3: product analysis of part # 5330009 ; lot # id19k009 visual inspection confirmed the ball detent is damaged and missing. The damage is consistent with repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion between 1 vertebra. It was reported that, the ball portion on the upper part of the inserter shaft was disconnected before using it on the patient, so another inserter shaft was used, and the surgery was continued. There were no patient symptoms reported. No further complications reported regarding the event.